Event description:
After pre-dilation with a balloon (ventro: 3.0/14mm) was conducted, cypher (3.5x33mm) was delivered to the lesion. The balloon was inflated at 10 atmospheres for one minute. After the inflation, physician applied negative pressure, but the balloon wouldn't deflate. Therefore, physician changed the inflation device to a syringe and deflated the balloon manually. Because it took around one minute until the balloon deflated, st abnormality was observed on the patient even though there was no patient injury. The ratio of the saline and the contrast medium was 1:1. After the procedure, physician checked the deflation again out of the body and the balloon was deflated in short time without difficulty. The procedure was finished without reported patient injury. The patient was clinically used and was returned for the analysis. The patient was a male but the age unknown. The target lesion was the mid left anterior descending artery. It is unknown if the lesion was a de novo. The vessel was slightly calcified but not tortuous. There was 90% stenosis.

Manufacturer narrative:
During the inflation/deflation, the (sds) stent delivery system was probably not kinked or bent, since there was no indication on the report. The hub or any other area did not appear cracked. A medtronic indeflator was utilized to conduct the inflation. The indeflator was checked for leaks and it did no have any abnormalities. Once the sds was removed from the patient, it was not kinked, bent or compressed. No further information was available. The product was received, but the analysis has not been completed. Additional information will be submitted within 30 days.